Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 812:02 occurred. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is 6.13.90, categorized as remediated. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 812:02 was confirmed during product evaluation. The root cause of the reported problem was determined to be defective pump head module. Appropriate action was taken to correct the reported problem by replacing the pump head module.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.